Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the photometer lamp and the source assembly to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported receiving erroneous patient results for total bilirubin (tbil) on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.